Event description:
As part of the routine qa procedures for radiation treatment of cancer, on 3/16/94, a variation in the computer characterization of the data for cesium-137 tube sources was discovered. This data had apparently been in routine use from 10/92 until 3/16/94. An early exam of the data indicates that the computer dosimetry system was reporting a lower dose than the actual dose by approx 20 to 30%. This means that any affected pt may have received approx 20 to 30% more radiation than would have been intended. Pts treated prior to 9/92 were not subject to this discrepancy. A pt's treatment at the time of the discovery was managed such that the correct dose was received by that pt. Further eval is ongoing. No discrepancy has been observed in tests of the external beam planning part of system. The discrepancy in the characterization of the source, in large part, arises due to the attenuation coefficient for the stainless steel wall of the source being taken as a default value which appears on early exam to be the attenuation coefficient for platinum-iridium alloy. This non-zero default value is taken whether a carriage return is entered or 0.000 is entered. The value displayed in this field is 0.000, whether a carriage return or 0.000 is entered. If 0.000 were used in the calculation routine for the instance cited a discrepancy of less than 10% in the pt dose would have occurred. Inability to detect the variation is, at least in part, due to the use of tables (in hand check calculations) for sources shielded by 1 mm platinum-iridium rather than the 0.5 mm platinum-iridium alloy as should be used for mgm equivalent radium strength for the cesium-137 sources. The discovery of the dose variation was made by a new employee using krishnaswany tables specific to cesium-137. Data suggested by the vendor on 3/16/94, following discovery of the variation, have been tested for correct output by comparing them to the krishnaswany "along and away" tables for measured cesium-137 output. Computer system, using the vendor suggested data, has been demonstrated to be able to generate isodose info which is correct to within 2% of the krishnaswany table. A total of 12 pts have been treated by the use of this system at the institution using the brachytherapy planning software. The period of time involved has been from 6/92 to the present. The data generating the variation in dose did not exist until 10/92. Eight pts received doses varying in the 20-30% range from 10/92 until 3/94 when the data was corrected and checked for true correspondence.